Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. The evaluation of the provided logs confirms the reported failure. The technical log shows a month before the event date errors indicating disabled valves and ventilation stop. There is no information on how these errors were resolved and there are no further problems reported for this ventilator after the reported incident. Our field service engineer investigated the ventilator on site. The nozzle unit was found to be defective and was replaced. After the replacement, the ventilator is in working order. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).